Event description:
In may 2006, the patient was showing aggressive tendencies and suffered minor injuries during a fight with other nursing home residents. The patient was seen by the hcp and the dbs system was adjusted to a lower setting. The patient suffers from dementia, previous stroke, and hearing loss. These factors create frustation for the patient which combined with programmed settings on the dbs device lead to behavioral changes. The hcp noted good placement of the leads and good device function. The patient was last seen by the hcp in june 2006 and is doing well. The device remains implanted and active.